Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument and completed the device evaluation. Failure analysis investigations confirmed but did not replicate the customer reported complaint. The instrument was analyzed and found to have one unclamp failure based on a log review. The common causes may be attributed to either the instrument I-beam assembly being jammed due to high drive-train friction caused by a damaged sleeve near the distal clevis or due to obstructions in the path of the I-beam encountered during use of the instrument. Additional observation(s) related to the customer reported complaint: the instrument was found to have one firing failure based on a log review which was not replicated through in-house testing. The instrument was installed onto an in-house system and fired twice. Once on a test sheet using an in-house green reload and once on foam using an in-house green reload. The instrument fired successfully, and the resultant staple-line was visually inspected. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the sureform 60 stapler instrument was unable to open the jaws. The procedure was completed with no reported injury.